Manufacturer narrative:
Review of instrument data files do not indicate any performance issues with the sensors around the time the discordant samples were reported. The data suggests that the sample may have become contaminated by salt from around the sample port/luer area, which may have contributed to the discordant results. Because the cartridge was not returned for evaluation, final root cause for the discordant sample cannot be determined.

Manufacturer narrative:
The customer reported that repeat testing was performed to confirm correct results. The customer stated that they check all elevated sodium results above 150 mmol/l on another rp 500 analyzer. The cause of this event is unknown. Siemens is in the process of evaluating the event.

Event description:
The customer reported discrepant sodium results. There was no report of injury due to this event.